Manufacturer narrative:
H3: device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® needle 1 in. Single use, sterile, 25 g there was a mix of product in the box. There was no report of patient impact. The following information was provided by the initial reporter: a couple of needles are 5/8 are mixed in with 1 in. 2 are labeled as the 1 in and 2 are labeled as the 5/8 in the 1 in box.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305125 and lot number 2117120. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10

Event description:
It was reported while using bd® needle 1 in. Single use, sterile, 25 g there was a mix of product in the box. There was no report of patient impact. The following information was provided by the initial reporter: a couple of needles are 5/8 are mixed in with 1 in. 2 are labeled as the 1 in and 2 are labeled as the 5/8 in the 1 in box.